Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that during routine on the table impedance testing an open circuit on electrode 1 of the extension was found out of the box. Interrogation of the device showed c <(>&<)> 1, 0 <(>&<)> 1, 1 <(>&<)> 2, and 1 <(>&<)> 3 as high with values > 40,000 ohms. As troubleshooting impedances were tested through the implantable neurostimulator (ins) with all screws loosened and re-tightened. As a result the extension was replaced, resolving the issue. No patient symptoms were alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The ins serial number was updated. It was also reported the rep sent in an internal e-mail on 2018-03-07. They didn't have tracking information at this time. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Conductor #1 was broken 2.8cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.